Manufacturer narrative:
This report is filed january 29, 2016. (B)(4)

Event description:
Per the clinic, the patient reported he never received benefit from the implant and experienced tinnitus. Subsequently the device was explanted on (B)(6) 2015.